Event description:
During a laparoscopic cholecystectomy procedure, the two clips or more advanced at one time and the clips did not form properly. The hospital reported that no patient injury had occurred.